Event description:
An error message was reported with the adc device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer experienced symptoms described as sweating, rapid heart beat, "fuzzy/blurry", and a loss of consciousness requiring treatment of oral glucose tablets, peanut butter, dates, cheese sandwich, and orange juice by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor kit expiration date is 31-aug-2021. The medical event associated with this case occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. The reported product is not expected to be returned as reporter indicated the device was discarded. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.